Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the smartview strips used in nano smartview system 1. Reference medwatch report with patient identifier (B)(6) for smartview strips used in nano smartview system 2.

Event description:
Caller reported the following blood glucose results from two nano smartview systems: 6:09 a.m.-nano smartview system 1 - 183 mg/dl, nano smartview system 2 # 407 mg/dl 6:12 a.m.-nano smartview system 1 - 180 mg/dl, nano smartview system 2 # 133 mg/dl 6:16 a.m.-nano smartview system 1 - 127 mg/dl, nano smartview system 2 # 128 mg/dl. No actions were taken based on the device readings. No adverse event was reported. A request was made for the return of the device and replacement was sent.